Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they had been hospitalized and since they were unconscious, they had to have 3 mris with and without contrast and patient stated they weren't able to tell them they had the implant so they didn't know about their implant and they believed they didn't do anything to the device and just gave the patient the scan. Patient stated they felt like the therapy wasn't helping their symptoms and they weren't feeling the vibration of the stimulation. The patient stated they were going to the bathroom more often and that the representative had been at their appointment about 2 months ago to help them with some tests. Patient stated everything went good but they were not feeling the stimulation that they felt before. Patient services attempted to ask the patient when the therapy stopped helping and when the patient stopped feeling the stimulation but the patient did not answer. A spanish translator was being used and the patient was talking quite a bit and the translator had to ask the patient to break down t heir comments into segments and the patient never gave a clear timeline of events. Patient stated they didn't know when the therapy stopped helping. They did not reply when they stopped feeling stimulation. Patient services asked the patient if they'd had a fall or trauma that would have caused the issue and they stated no, but that they'd been in the hospital for a while and that they wanted to know if the monitor they were having with the mris and all the tests they performed was normal/ok to have done without doing anything to the implant. Patient services reviewed MRI mode with the patient and redirected the patient to follow up with their managing health care provider to check the implanted system. The caller was able to connect to see their settings and the therapy was on. The therapy was set at 2.8 ma.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.